Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the orange tying area completely visible prior to attempting to connect the anvil to the device? No further information is available. What confirmation was received that the anvil was properly attached? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the cutting washer visually confirmed? The washer was cut completely and leak test was negative. Why was additional hand suture performed to complete the case? No further information is available. Were there any staple formation issues identified? If yes, please describe. No further information is available. What is the current status of the patient? There was no problem with the patient¿s condition.

Event description:
It was reported that during a low anterior resection procedure, the firing force became higher than expected, and the device could not be fired. The scale marked 4/5. Even if another surgeon tried it, it could not be fired. Then, the surgeon loosened and tightened the adjusting knob of the same device, and the device could be fired properly. Additional hand suture was performed to complete the case. Sales rep felt that there were more gaps between the anvil and the staple housing than usual when the adjusting knob was closed to the bottom. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # t5d73m. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.